Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported event, as well as a direct correlation to heartmate 3 lvas, serial number (B)(4) could not conclusively be determined through this evaluation. It was reported that the patient expired on (B)(6) 2020. Due to hospital policy, no other information was provided. No product is available for investigation; however, in the event that heartmate 3 lvas, serial number (B)(4) is returned this complaint will be reopened. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 28jun2019. The heartmate 3 lvas IFU rev c is currently available. The heartmate 3 lvas, IFU lists death as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient expired on (B)(6) 2020. Due to hospital policy, no other information was provided.